Manufacturer narrative:
Hotline recommended the customer perform twice weekly maintenance, even though it was not yet due. This did not resolve the issue. Hotline had the customer remove and inspect the calc electrode tip (which appeared ok) and replace the na reference electrode (per maintenance section in dxc IFU). Service was not initiated; this appears to have resolved the issue. Failure mode appears to have been the na reference electrode. (B)(4).

Event description:
The customer stated having calcium failed calibrations and they are having na and cl qc recovery high issues today. The customer stated that she found about the issues when they generated four high na patient results. The customer stated that they reran the samples on their other instrument and the results are normal, within their acceptable ranges. Results were not reported out of the lab. The samples were rerun on another dxc in the lab and those results were reported. The customer only provided information from 2 patient samples.